Manufacturer narrative:
This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system, including an ipg, on (B)(6) 2009. It was reported that the pt's ipg was unable to communicate with the charger. A replacement charging system was sent to the pt; however, it is currently undetermined whether the replacement external device resolved the issue. No further information is available at this time.